Manufacturer narrative:
Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a gvl stat size 4, the tip of the stat broke off. The end user was able to remove the broken piece of the stat from the patient and a new stat was used to complete the procedure. No harm to the patient or user reported.